Event description:
It was reported that the user experienced hyperglycemia when the insulin cartridge on the ilet pump was allowed to run to empty during sleep, resulting in a prolonged interruption of insulin delivery and blood glucose above 400 mg/dl upon waking. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education. Investigation included device history and technical review of available use reports, as well as attempts to conduct user training and counseling. Investigation of this case revealed user technique concerns related to allowing the reservoir to deplete and delayed cartridge replacement, with no device alerts or alarms reported by the complainant. It was concluded that the event involved hyperglycemia with an unclear cause relative to device performance, and that additional user education was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.